Event description:
It was reported the subject device picture looked distorted. The procedure was diagnostic. There was no patient impact. No harm was reported due to the event.

Manufacturer narrative:
The subject device was received for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional relevant information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please refer to the following fields for updated information: g3, d8, h2, h3, h4, h6, h10. Corrections: b6, b7, d9, d10, the customer's allegation was confirmed. In addition, the device evaluation found a failed leak test due to a cut on the cable. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device picture looked distorted. The procedure was diagnostic. There was no patient impact. No harm was reported due to the event.